Manufacturer narrative:
(B)(4). Eval, results:(aortic dissection). Results/conclusions: (pre-operatively rupture penetrating ulcer and aneurysm), (treatment of a pre-operatively rupture penetrating ulcer and aneurysm).

Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a pre-operatively ruptured penetrating ulcer and aneurysm in the distal thoracic arch approx five months ago. The pt has a history of hypertension, hyperlipidemia, chronic kidney disease, severe emphysema, pad and left pleural effusion. It was reported that the penetrating ulcer ruptured mostly into the pt's mediastinum with a significant amount of hematoma in and around the esophagus and behind the heart. A CT scan was performed six days post implant showed a type I endoleak (ref MFR # 2953200-2011-00909). The penetrating ulcer that was initially treated appeared to be sealed, however there was another penetrating ulcer on the greater curve which was filling with contrast. A left common carotid to subclavian bypass was performed and implanted another 38 mm diameter talent thoracic stent graft was implanted just distal to the bovine innominate artery and covered the subclavian artery. It was noted that the pt had low blood pressure and chest compressions were started and medication was given and the pt was stabilized at that time. A final angiogram was performed and there were no endoleak or dissections at this time. It was reported two months post index procedure the pt was readmitted with a type b focal aortic dissection distal to the thoracic stent graft and there was no aneurysmal degeneration. One week later the pt was brought in for repair. The dissection had extended into the upper abdominal aorta involving the celiac artery. The dissection was treated with another MFR's graft extending down into the abdominal aorta and the celiac artery was bypassed. No add'l clinical sequelae were reported and the pt is stable.